Event description:
A (B)(6) y/o female who presented to the emergency department after self injection of hyaluronic acid dermal filler (neuramis deep). The patient is not a licensed healthcare profession, who was able to order on-line the product from (B)(6) the patient presented to the emergency department after sustaining significant facial edema and associated pain. The patient was initially thought to have an allergic reaction to the product per the emergency department evaluation. This necessitated admission to the hospital for observation. The patient was treated with IV fluids, IV steroids and benadryl. Plastic surgery consultation was obtained. Further evaluation by plastic surgery demonstrated partial venous occlusion with significant localized edema and induration to the tissue. This may also represent a deep hematoma and compressive obstruction to the localized vascularity of the lower face. The patient did not have hard signs of vascular occlusion / compromise necessitating hyaluronidase administration. The easy availability of this product to un-licensed medical professionals is dangerous and will ultimately result in significant patient harm. This is a situation of a near miss, but should be a wake up call for further action and enforcement by the FDA for these products before serious injury results.